Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. Customer changed pump supplies to address the issue.